Event description:
An endurant stent grant system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The anatomy was described as difficult. The aortic neck was short and had a 60 degree angle. It was reported that during the stent graft deployment, four of the barbs of the infra-renal stent did not open. The sleeve was advanced up but the struts did not release from the spindle. The physician deployed rest of the stent graft and then torqued the delivery catheter releasing the struts. However, it appeared that two of the struts were caught onto each other. There was a type I endoleak that almost completely resolved after a second inflation with a reliant balloon. Patient will be brought back for one month follow up which is not scheduled yet. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusions: short, angulated aortic neck. Endoleak.